Event description:
Treatment of a p-com aneurysm. It was reported that the guidewire stuck inside the balloon catheter during catheterization. The entire system was removed from the patient. No patient injury reported.

Manufacturer narrative:
The guidewire was returned into two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsion overload. (B)(4).